Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior physical visual inspection was performed and passed. Receiver charged and boot test was performed and passed. Functional test was performed and passed all relevant testing. Open receiver case for internal visual inspection and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.